Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm. The patient¿s neck measurements were 24.8 to 29 millimeters over 18 millimeters, with a decent neck angle. This was based on a non-contrast CT due to the patient having elevated creatine. Two gore® contralateral leg endoprostheses and a gore® excluder® conformable (excc) aaa endoprostheses were implanted in the patient. The main body excc was introduced via an 18 french sheath on a lunderquist® wire. It was advanced to the level of the renal artery where they took a 10 for 10 shot due to the patient had been a lead lv creatine. We marked the screen and deployed the device. Prior to deployment the physicians wanted to use the angulation portion of the conformable device. They pulled the lunderquist® back to help accentuate the angle. They used 100% of the angulation control and then re-advanced the wire a little bit to get more support into the super renal aorta. As the physician deployed, they did a moderate to slow deployment and the device appeared to windsock and aggressively angled perpendicular to the flow lumen over the secondary deployment sleeve. So, it was sitting towards the left renal on the lesser curve of the wall, and basically pointing into it perpendicular to the wall of the lesser curve. The physician attempted to re-constrain the device, and as he did that the three markers came together as one and the device did straighten out. Upon un-constraining the device, he went back to the malposition angling into the lesser curve of the left wall. The physician then decided to get contralateral gate access and once he was in, he confirmed he was in the gate and took an angio to reconfirm the device placement and re-constrained the device again and moved it proximal to the renal artery, then he pulled it down and unconstrained the device and it looked better, but was still a little tilted and basically a tp on the inner curve, but not as aggressive as before. Tried slight backward traction to help pull down that tpa or apex on the inner wall and that helped as well at this point to physician decided just to balloon that portion of the first stent. So, we went up with the mob balloon and ballooned the top first stent row only, since the secondary deployment scheme is still in place, he had 1/3 of the balloon into the first stent, 2/3 of balloon above the renal arteries; and that actually made the device look a lot better. Finally, deployed the device to 100% with the balloon still in place and ballooned the neck and this showed excellent apposition of the device with no evidence of a type 1 endoleak. The patient tolerated the procedure.

Manufacturer narrative:
G4: corrected PMA/510k number.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Summary: four jpeg images provided for evaluation. Annotations on the images were done at the site. No name, date, demographic information included on the images. Unable to manipulate the images in any way. (Rotating, window leveling, etc.) No diameters or lengths can be confirmed with jpeg images. The proximal portion of the device does not appear to be fully expanded. The proximal end of the device appears to be proximal to the right renal artery, with available projection. Final jpeg appears to show the proximal end of the device to be fully expanded and no endoleak can be noted with available image projection. An engineering evalution was performed by gore from the images provided and showed the following: images demonstrate that a portion of the most proximal stent row is perpendicular with the vessel wall, which is consistent with the physician¿s observation that the device ¿was sitting towards the left renal on the lesser curve of the wall, and basically pointing into it perpendicular to the wall of the lesser curve¿. However, given the information provided, it could not be determined what caused the observation. The physician then ¿deployed the device to 100% with the balloon still in place and ballooned the neck and this showed excellent apposition of the device¿. While the method could not be confirmed with the available information the ¿excellent apposition¿ described by the physician is consistent with the final angiogram image. Based on the findings from the evaluation, the physician¿s observation that the device ¿was sitting towards the left renal on the lesser curve of the wall, and basically pointing into it perpendicular to the wall of the lesser curve¿ after the primary deployment is consistent with the image provided, however the cause could not be determined. Because no manufacturing deficiency could be identified, no CAPA request will be initiated and this type of occurrence will continue to be monitored by gore. The instructions for use (IFU) for gore® excluder® conformable aaa endoprosthesis states the following: ¿caution: deployment of the trunk over a floppy (soft) section of a guidewire with the angulation wire in its most advanced position may cause the delivery catheter to bend excessively leading to distal movement of the trunk during deployment.¿ step 4 of the ipsilateral leg deployment states to ¿position the aortic balloon inside the proximal region of the trunk¿ inflate and deflate the balloon quickly with dilute contrast solution to seat the aortic end of the endoprosthesis.¿